Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose components could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the telescope piece, screws, and spring on his olympus hd autoclavable camera head were all found loose. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The noted components were loose. The unit had signs of chemical exposure present, the camera was discolored, and overall the unit was reaching its end of life. If additional information becomes available following the device evaluation, a supplemental report will be filed.